Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that the cartridge was leaking intermittently. The customer believed it was from the cartridge tubing, but was ¿unsure of exact location¿. Customer loaded a new cartridge to address the issue. There was no adverse impact to the customer's blood glucose level.